Event description:
A peritoneal dialysis (pd) patient's spouse reported that during the patient's treatment there were alarms indicating slow drain and air detected in the cassette during drain 1. The treatment was cancelled and there was fluid found on the external cassette. Multiple attempts were made to gather missing details, but no data was provided. The patient was advised to try and use the cycler the following day. The cycler is not available to return for investigation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A peritoneal dialysis (pd) patient's spouse reported that during the patient's treatment there were alarms indicating slow drain and air detected in the cassette during drain 1. The treatment was cancelled and there was fluid found on the external cassette. Multiple attempts were made to gather missing details, but no data was provided. The patient was advised to try and use the cycler the following day. The cycler is not available to return for investigation.